Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that before a navio assisted surgery, they kept receiving pfs failure, and tried all troubleshooting suggested, but the console did not work. It was concluded that failure occurred due to a blown siu. Procedure was performed, after a delay greater than 30 minutes, by changing to manual procedure. No further complications were reported.

Manufacturer narrative:
H3, h6: the navio surgical system us, part number npfs02000, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. If a navio¿ surgical system failure occurs at any point during the surgical case, refer to the surgical technique guide for knee arthroplasty, recovery procedure guidelines tables for proper guidance regarding recovering to a fully manual procedure. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker array failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a blown siu. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.